Manufacturer narrative:
Correction: this supplemental report is to correct the previously reported event in section.

Event description:
It was reported that during follow-up, high out of range impedance was observed on the right ventricular lead. It was noted that the rv lead was not fully inserted to the device. Patient presented for lead revision on (B)(4) 2018, and the rv lead was reconnected resolving the issue. Patient was stable and in good condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up, high out of range was noted on the right ventricular lead impedance. Patient presented for lead revision, and it was noted that the rv lead was not properly connected to the device. The rv lead was reconnected resolving the issue. Patient was stable and in good condition.